Event description:
It was reported one month after the neurostimulator was implanted the lead moved. The lead was repositioned in 2002. The patient is unable to use "it" due to discomfort. The patient wants "it" removed. Additional information has been requested from the hcp, but was not available as of the date of this report.